Event description:
Surgeon was using the ethicon articulating endoscope linear cutter ets flex45 to remove/seal the tissue on the appendix. The cutter w/ stapled misfired. Surgeon tried another ethicon ets linear cutter and that misfired also. Lot #r93312 exp 3-31-2023.